Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the keypad was peeling off from the base. All of the keypad buttons were still responsive to user inputs. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 06/25/2015.